Manufacturer narrative:
The evaluation of the device was unable to confirm of the reported malfunction as the device tested appropriately. The device was returned to the customer as no problems were found. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The event was likely caused by unexpected stress on the camera head, cable, and video connectors caused by the user's handling, resulting in the failure of the ccd unit or cable unit or video connector, which resulted in the absence of images. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
A review of the device's repair history shows the device was last serviced via repair on january 13, 2021; repair defective cable causing noise in image. The referenced device was returned to the service center, however, the evaluation is in progress and the investigation is ongoing; however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during preparation for use of an unspecified event, when you try to plug in the high definition autoclavable camera head there's no display at all. No patient involvement was reported.